Manufacturer narrative:
Lot information, photos of the affected product and photos of a sample product were provided. Additionally, the affected disengaged soft tip, and product from the same lot were returned for evaluation. A visual inspection was performed on the photographs provided and the returned product. The glue spot was present on the affected overmold piece, and no bite marks were visible. A visual inspection was also performed on the returned samples from the same lot as the affected product. The overmold piece was attached to the straw. Additionally, the glue spot was present and the overmold piece was not able to detach from pulling hard on the piece. A product history review was performed for the implicated product code, lot number and affected components. All in-process quality checks performed during the manufacturing process indicated passing results and all release criteria were met per the product drawing. The soft tip overmold is manufactured at a third-party supplier and inspected at incoming quality assurance (iqa) at stryker cary prior to being used in the manufacturing process. Iqa records indicated passing results for all attributes. A labeling review was performed. The instructions for the yankauer state " use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands.¿. Although it was not confirmed that the patient bit the yankauer device, the patient had a documented history of biting material inserted into the oral cavity, therefore, a bite block should have been in use. Therefore, the instructions were not followed. Additionally, the quality team at the third-party manufacturer was contacted on 11/12/2024 and was provided the affected device and photographs related to this complaint to determine a root cause. Therefore, the investigation is ongoing.

Event description:
Report received of a covered yankauer soft molded tip disengagement. The reporter did not have firsthand knowledge of the event; however, provided the following details. Reportedly, a 36-year-old male patient with down syndrome, admitted on (B)(6) 2024 for aspiration pneumonia and intubated shortly after admission, was suctioned several times with the covered yankauer after being extubated on (B)(6) 2024. At an unknown time on (B)(6) 2024, the soft molded tip of the covered yankauer disengaged, but the disengagement was not observed at the time. Per the reporter, a bite block was not being used on the patient and the patient would frequently bite down on oral care tools inserted into the oral cavity. In preparation for transfer to a step-down unit, the patient was suctioned and laid flat. This movement caused their oxygen saturations to decrease from 99% to 92% and his oxygen flow was increased for the patient transfer. When the patient arrived in the step-down unit, his oxygen saturation had further decreased to the 70s and his work of breathing increased. A physician was called to the bedside to intubate. After inserting the glide scope into the patient¿s oral cavity, the soft molded tip of the yankauer was observed in the patient¿s airway and removed with suction and the physician¿s fingers. The patient was intubated, transferred back to the ICU, stabilized, and extubated the next day. The patient did not experience any adverse consequences after this second extubation. Lot information and photos of the affected soft molded tip were provided. The affected soft molded tip is being returned for evaluation, although the rest of the device (handle etc.) Was discarded.

Manufacturer narrative:
A stryker root cause analysis investigation was performed. Product performance testing was performed which included a manufacturing trial on yankauer samples with parameters that may impact the overmold attachment. It was concluded that failure mode could not be replicated during the manufacturing trial. Suppliers were contacted upon awareness of the nonconformance for investigation into the potential failure mode. The report concludes that the potential failure mode identified in this nonconformance is not associated with a supplier-related cause. Investigation into the reported complaint resulted in misuse, as patient had a documented history of biting material inserted into the oral cavity, therefore, a bite block should have been in use. Also, the product was used after the tip became disengaged. Complaints related to the yankauer tip component detaching will continue to be monitored and trended.

Event description:
No additional event details were provided regarding this event. This final report will provide updated information regarding the manufacturing and quality investigation as discussed in the additional manufacturing narrative section (h11).